Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins kept turning off since 3-4 days before the call, the patient stated that ¿I have it on, and the next day it¿s off.¿ the patient stated they pushed the gray button on the side and on the top of the screen one icon showed a full battery and one icon showed an empty battery. The patient stated there¿s ¿no check mark or nothing.¿ the patient also stated ¿I know when it¿s off because I have to go to the bathroom a lot, every 10-15 minutes¿ and ¿I know there¿s something wrong.¿ syncing with the programmer showed stimulation was on. The patient noted that they had replaced the programmer batteries prior to the call. Through troubleshooting, the patient clarified that the second icon on the programmer screen that they were referencing an empty battery was the ins icon showing stimulation was off. The patient confirmed on the call that stimulation was on. When asked what button the patient uses to turn the programmer off, the patient indicated they used the middle button. It was reviewed that this button is the ¿stim off¿ button and that they were likely turning stimulation off when attempting to turn the programmer off. The patient stated they¿ve never had that problem and stated when they were done using the programmer, they didn¿t push buttons, rather they only set the programmer aside. The patient was redirected to their healthcare provider if they continued to experience the stimulation turning off. It was noted that during the call the patient asked for assistance changing to program 5 because they were currently on 8.4. No further complications were reported.